Manufacturer narrative:
Bonvini, s., et al. ¿surgical infrarenal "¿¿neo-neck"¿? Technique during elective conversion after evar with suprarenal fixation.¿ european journal of vascular and endovascular surgery, vol. 50, no. 2, 2015, pp. 175¿180., doi:10.1016/j.ejvs.2015.03.027. (B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
This information was found in a retrospective review of all consecutive patients admitted to the clinic of vascular and endovascular surgery of (B)(6) university who had undergone endovascular aneurysm repair (evar) for infrarenal abdominal aortic aneurysm(s) (aaa) between january 2001 and january 2014. Only patients treated for late elective open conversion of suprarenal fixed evar were included. Of the nine patients included in the study, four of the stents were cook zenith devices. The mean age was 68 years with eight men and one woman. As reported, one patient with a cook "zenith flex" stent graft was treated for continuous sac enlargement with no clear evidence of leakage. The "zenith flex" stent had been implanted for 58 months at time of conversion surgery. Follow-up was performed at 41 months post-operatively. The CT angiogram demonstrated that the proximal anastomosis was intact with no degeneration of the residual infrarenal aortic neck and no signs of anastomotic pseudoaneurysm. Per the article: no peri- or post-operative deaths were registered; there were no observed cases of major cardiac, renal, or pulmonary complications. This report is related to MFR. Report numbers: 1820334-2017-02283 and 1820334-2017-002284. One of the four cook zenith devices named in this article is not sold in the united states.

Manufacturer narrative:
A review of documentation, manufacturing instructions, instructions for use, and quality control data was conducted during the investigation. The complaint device was not returned; therefore, device failure analysis and physical examination of the device used in this case could not be performed. The lot number of the device is not known; accordingly a review of the device history record and complaint history of the lot could not be conducted. Every device is provided with an instruction for use (IFU) which lists the indications for use, contraindications, warnings and precautions, proper patient selection and treatment, and proper usage instructions. Per the IFU" inspect the device and packaging to verify that no damage has occurred as a result of shipping. If damage has occurred, do not use the product and return it to cook. Potential adverse events that may occur and/or require intervention include, but are not limited to: aneurysm enlargement, aneurysm rupture and death." Aneurysm growth after evar is often a result of endoleak causing persistent blood flow into the aneurysm sac after evar. However, in this case it was reported that there was no evidence of leakage. Another factor for aneurysm growth is due to endotension. Endotension results in growth of the aneurysm sac without any detectable endoleak with increased pressure in the aneurysm sac. However, there is no sufficient information provided to determine the exact cause of aneurysm sac growth in this case. Based on the provided information, no product returned and the investigation, a definitive root cause cannot be established or reported at this time. Per the quality engineering risk assessment, no further action is required. We will notify the appropriate personnel and continue to monitor for similar complaints.